Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that there was an out of regulation (oor) message at 11.2 ma. The rep reported that she started getting oor at 7ma, but she adjusted some parameters and sent the patient home with 11.2ma. It was reviewed that this appeared to in-line with oor with impedances in the 1,000-1,200 ohms range. The rep also reported that the patient wasn¿t getting right side therapy. The rep reported that the patient was getting rib/side stimulation when the right side of the lead was programmed. The rep noted that prior to the previous ins stopped working, the patient was getting good benefit. The rep didn¿t have the previous programmed settings for the patient. The rep noted that there were no changes to the patient expect he did have back surgery in the past few years, after the previous ins stopped working. The rep attempted to program the right side by adjusting the pulse width and adding anodes on the right only without much improvement. No further complications were reported. Additional information was received from the rep. It was reported that the cause was not determined. When using left sideof 2x4 hinged lead, able to capture left low back/hip/thigh. When using any of the 4 contacts on right side of lead, capturing left anterior rib stim. Changed to various different pulse widths and rate combinations, all causing oor at around 6 ma. The issue was not resolved. Rep was going to meet with the patient on (B)(6) to try to reprogram, then will update physician, possibly suggest x-ray. No further complications were reported/anticipated. Additional information received from the manufacturer representative reported that electrode three was found to be ¿avoid use¿. It was stated that this had not shown post-op and reprogramming was done to avoid electrode three and still capture all the patient¿s pain. The patient was programmed with a single guarded array using electrodes 0, 1, 2 and captured back let low back. The intensity was at 5.1 and the recharge interval was 3.7 days and the patient was comfortable with using the new equipment. Additional information was received from the rep who reported a revision due to contacts being out.

Manufacturer narrative:
Product ID 399930, lot# v008386, implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: lead, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient only had one side for coverage, and the lead on the right was very far to the right which required a revision. The representative (B)(4) was notified at some point about this issue. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) indicating that the lead being very far to the right requiring a revision was referencing the already reported revision of the hinged lead in (B)(6) 2019. There were no other revisions planned or scheduled, and the rep reported this revision in (B)(4).